Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, 21:01:39, a low power hazard and power cable disconnect alarms activate while connected to a mobile power unit (mpu) associated with a drop in both relative state of charge (rsoc) and bus voltage. The drop in rsoc and bus voltage is consistent with external power being interrupted to the mpu. The alarm progresses to a no external power alarm by 21:01:43, when rsoc and bus voltages drop below the respective alarming threshold. All alarms clear by 21:04:20, when external power is restored to the mpu. During this time the emergency backup battery functions as intended and supports the pump without interruption during the disruption to external power. This sequence of events occurs once again on 16apr2025 from 21:17:57 - 21:20:41. There were no other notable alarms active in the log file. Pump operation was not affected. The mobile power unit (serial unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including mpu serial number, if the mpu had a v-lock connector, f the ac power cord came loose at the wall or the back of the unit, if there were any environmental factors that would have contributed to the loss of power, if the mpu was exchanged, and if the mpu would be returning); however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review revealed power cable disconnect alarms, no external power, and low power hazard alarms on (B)(6) 2025 while on mobile power unit (mpu) power. These alarms appeared to have been caused by power to the mpu being briefly interrupted. There were no other unusual events seen within the log files. The mechanical circulatory support equipment was operating as expected.